Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than one month post-implant the right ventricular (rv) lead exhibited high and rising thresholds. It was noted that the patient was experiencing exit block. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.